Event description:
It was reported via repair work order that the bed had reduced brake force due to bent headend brake bars. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had reduced brake force due to bent headend brake bars. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.